Manufacturer narrative:
One sample was returned. The reading issue was found to be misaligned in contact with the reading plate. This issue occurs when there is drop or hit damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical probe had a faulty inflation device. There were no reported adverse events.